Event description:
The patient was getting an inferior vena cava filter placement, femoral approach. When trying to reach the correct placement, the filter released from the introducer and was never set or fired. While trying to place the filter it released from the introducer without being engaged.